Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure modes for sleeve side pierced/recovery with the incident lot was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to sleeve side pierced/recovery as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes sleeve side pierced/recovery. Bd was not able to identify a root cause for the indicated failure modes. As seen in the reproduction test, the blood collection tube can be pushed further without the holder resulting in the overlapping of the rubber sleeve to the hub and the needle puncturing the rubber sleeve and peeking through. We will continue to ensure that all operations, inspections, and daily maintenance are carried out in accordance with our procedures.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set blood dripped out while changing tubes. The following information was provided by the initial reporter. The customer stated: ¿when a vacutainer tube is withdrawn after filling, the rubber backing on the back end of the needles being punctured by and moving up the back end of the needle ¿ blood is dripping out from this while trying to change tubes and the exposed back of the needle poses a safety risk."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacturer: the manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in manufacturer name, city and state and MFR site and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set blood dripped out while changing tubes. The following information was provided by the initial reporter. The customer stated: ¿when a vacutainer tube is withdrawn after filling, the rubber backing on the back end of the needles being punctured by and moving up the back end of the needle ¿ blood is dripping out from this while trying to change tubes and the exposed back of the needle poses a safety risk."